Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Resolve customer error code by explain what is the correct code and on the 8015ls unit cause the error and what needs to be done to correct the issue on th unit. Error code 242-4030 is a motor stall on unit (B)(4). Customer called in for help on 8100 unit was sent back from the floor with error state fail after customer ran the report logs it shows six different times same error code 242-4030 which is a motor stall error on unit. But error is not showing now, run a small infuse on unit if the unit is failing with that error it should pop up while running an infuse. If error code comes up steps to resolve the error is first replace the ail sensor once replace if that does not resolve the error the next steps is replace motor controller board that does not resolve issue the logic board is next to replace. Of you can send unit in for services repair. Customer thank me for my assistance.